Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The unknown xience alpine referenced in is being filed under a separate medwatch MFR number. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified and (B)(4) stenosed proximal left circumflex artery. A 4.0 xience alpine was deployed in the left main in a previous procedure. A 2.25 x 28 mm xience alpine stent delivery system could not cross the lesion due to the calcification in the lesion. When removing the delivery system from the anatomy there was resistance removing the device through the previously placed stent in the left main and the proximal struts were mangled and flared. Pre-dilatation was performed with a 2.25 mm balloon catheter and a 2.25 x 23 mm xience alpine was successfully deployed to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported material deformation (flared, mangled) and the reported device damaged by another were able to be confirmed. The reported failure to advance and the reported difficulty to remove were unable to be replicated in a testing environment as they were based on operational circumstances. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed medwatch, additional information was received stating that the previously implanted xience alpine is a 4.0x15 and was implanted on (B)(6) 2016.